Manufacturer narrative:
(B)(4).

Event description:
A catheter problem was reported. It was stated that there was a problem with the existing catheter so a new catheter was implanted on (B)(6) 2011. The drug infused was fentanyl. It was later reported that the catheter was sheared by the spinous processes, confirmed by x-ray. There was lack of effective therapy. Following replacement, pt was receiving effective therapy.